Event description:
Event description guidant received information that the pacing impedance on this lead was out-of-range, and the thresholds were increasing. Additional information was recieved stating the rate/sense portion of the lead was surgically abandoned, and a new rate/sense lead was implanted. The device was electively upgraded during the same procedure.